Event description:
An international distributor reported their customer's battery is depleted and the AED will not power on. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Analysis of the AED's internal log files could not confirm the reported issue. The logs showed that the original battery pack (serial number: (B)(6)) began alerting a battery low warning on (B)(6) 2023. Logs show on (B)(6) 2023, multiple battery packs already in a low state were installed, and the AED began alerted to the low battery condition. The logs further confirmed that once a new battery was installed and a manual self-test was performed, the AED functioned as designed and remained in service without issue.